Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient sample tested for calcium gen.2 (ca2). The erroneous results were reported outside of the laboratory. The initial ca2 result from the c501 analyzer was 11.36 mg/dl. The sample was repeated on an integra 400 plus instrument and the result was 8.63 mg/dl. No adverse event occurred. The ca2 reagent lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and performed maintenance on the analyzer. Sample and reagent probes were cleaned, cuvettes and the photometer lamp were replaced and rinse water was adjusted. Afterwards, calibration and quality controls were acceptable. The customer has had no further issues. The root cause was identified as lack of maintenance which was resolved by the fse.